Event description:
The catheter leaked below the connector. The patient experienced an air embolization and required manual breathing for a short time. No additional medical intervention was necesssary and the patient's condition was reported to be ok.